Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of an annual inspection, finding that the air/water tube and cylinder and the jet tube had foreign objects. The reported fault was likely a result of insufficient reprocessing. Additionally, it was noted that the air/water and suction cylinders had no color; due to wear of angle wire, bending angle in down direction did not meet the standard value; light guide lens had corrosion; bending tube was deformed, adhesive on bending section cover had a crack; connecting tube and universal cord had a scratch; and due to clogging of jet tube in control unit, water could not be supplied. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, colonovideoscope, to the olympus service center for inspection. Upon inspection and testing of the returned device, it was observed that the air/water tube and cylinder and the jet tube had foreign objects. The foreign material noted has been attributed to insufficient cleaning. This report is being submitted for the event found during evaluation.